Event description:
Boston scientific received information that during a device replacement procedure, difficulty was encountered loosening the atrial lead set screws despite attempts with several different tools. A decision was made to replace the atrial lead. After the replacement atrial lead was implanted, it was discovered the atrial lead could be removed from the header without any excessive force. It was thought the set screws may not have been secured properly at the implant in 2005. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, no return of product is intended. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.